Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had an instance of suspend on low and blood sugar during that time was 42 mg/dl. Customer also stated that the insulin pump was under delivering because they experienced high blood glucose level of 352 mg/dl. Customer treated with bolus for high blood glucose. Customer stated that his number were going up and up yesterday and today. Customer declined troubleshooting for low blood glucose. Customer reported that the auto mode was not active at the time of event. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer reported symptoms like nausea and dry mouth. The customer was neither in the emergency room, nor admitted into hospital as a result of low or high blood glucose. The reservoir was not returned for analysis.